Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the atrial lead exhibited intermittent noise. The signal was noted on the right ventricular lead at the same time. The root cause of noise was unknown, but it happened with some regularity. No patient symptoms reported. No further information was available.